Event description:
A nurse was attempting to intubate a patient through the right nostril. After having difficulties the nurse switched to intubate through the left nostril. In lieu of walking around the table the nurse straddled the c-arm mechanism to perform the operation. While the nurse was in this position the system was operated by another person causing movement of the c-arm mechanism. This resulted in the nurse's left leg being caught between the moveable c-arm and the c-arm base resulting in a fracture of the left leg below the knee.

Manufacturer narrative:
After the occurrence of this event, as the result of investigation of the equipment log and investigation regarding the operation function by toshiba service engineer, it turned out that the equipment was normal. The cause was that the operator operated c-arm without noticing the position on the nurse's leg in the situation that the nurse was straddling the floor base of c-arm. Also, the caution to operators during c-arm operation is described in the operation manual. After the occurence of this event the system was evaluated by a toshiba service engineer. The evaluation indicated that the system was performing within manufacturer's specifications. The cause of this incident was the nurse entering an area of equipment operation, and a second person operating the equipment simultaneously. The area in question is clearly defined as a hazardous area in the accompanying documentation. Results: there were no problems found with the equipment. This report is being filed as the result of a retrospective review of complaints during an internal audit.